Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed: recharge antenna failure. No device found message. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the equipment wasn't recharging the ins. Patient stated that the controller would charge up to 100%. Pt said that sometimes the equipment would let them charge the ins and sometimes the equipment wouldn't charge the ins at all. Patient said that sometimes they could get the ins to start charging and the ins would charge for a little while, however then the recharger paddle would get a little warm and then the controller screen would shut off and they would have to reset the controller in order to get the controller to come back up again. Pt saw no apparent damage to the equipment. When asked for the event date, patient said that it had probably been going on for maybe a month or a little more and that it was probably going on a couple months. Patient then stated that they only had to charge the ins once a week and so the issue had been going on for several months. An email was sent to the repair department to replace the recharger. Pt reported they received their replacement recharger however they were still unable to recharge their implanted and device and continued to get no device found. However, during the call pt was able to begin recharging excellent. Pt will call back in if needed.